Event description:
Same case as MFR #: 2134265-2009-03503. It was reported that during a cryoplasty procedure, the catheter stuck to the wire. The 90% stenotic lesion was located in the mildly tortuous and mild to moderately calcified left posterior tibial artery. Access was obtained through the right femoral artery. The physician advanced the .014 -2/60/150 polarcath balloon to the lesion without any difficulty and successfully completed two treatment cycles. The physician then began to withdraw the device, but the catheter got stuck to the choice 300pt guide wire. The physician successfully removed everything as one unit. There were no patient complications. Patient status is reported as "fine".

Manufacturer narrative:
(B)(6). Device evaluation: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).